Event description:
A customer reported cardiac troponin (ctnl 2) quality control (qc) l1 out of range on the aia-360 analyzer. The customer have tried new control material. The customer also stated the morning daily check had passed. The customer informed a tosoh technical support specialist (tss) that they will perform a decontamination, since they last performed one back in (B)(6) 2024. The reported event resulted in a delay in reporting of patient results for cardiac troponin (ctnl 2). There is no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A tosoh technical support specialist (tss) assisted the customer with the reported event. The issue was resolved after the customer decontaminated the aia-360 analyzer. The customer validated the analyzer by running quality control (qc) and patient samples with results within specification and no errors recurring. The analyzer is functioning as expected. No further actions required. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There was one (1) similar case identified. Review of related documentation. The cardiac troponin (ctnl 2) st aia-pack analyte application manual states the following: evaluation of results, quality control. In order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event was biological contamination traced to maintenance.